Event description:
Novofine needles do not fit properly onto novopen, probably because the plastic cover comes down too far over the plastic casing. The needle either will not attach at all, or will screw in partially. If the pt is not careful to screw the needle further in after removing the cap, the wrong dose of insulin potentially could be administered.